Manufacturer narrative:
Qn#: (B)(4). Follow up #2 is being submitted. The wrong method code was used in error on the first follow up. Teleflex did not receive the device for investigation therefore the reported complaint of iab kinked is not able to be confirmed. The root cause of the complaint is undetermined. If the product is returned at a later date, a full investigation of the sample will be completed. The specific serial number/lot number was not reported, but a device history record (DHR) review was conducted for the lot numbers shipped to this account with no relevant findings. All devices passed manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that when the intra-aortic balloon (iab) was inserted into the patient, the pump had error codes stating balloon too large, helium leakage, kinked catheter, and high pressures. The codes appeared when the balloon was inflated at full volume. The volume was decreased to 30cc and the balloon inflated/deflated, but no improvements were noted on the pressures and no augmented pressures were seen. As a result, the iab was removed and a new iab was used. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iab kinked is not able to be confirmed. The root cause of the complaint is undetermined. If the product is returned at a later date, a full investigation of the sample will be completed. The specific serial number/lot number was not reported, but a device history record (DHR) review was conducted for the lot numbers shipped to this account with no relevant findings. All devices passed manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that when the intra-aortic balloon (iab) was inserted into the patient, the pump had error codes stating balloon too large, helium leakage, kinked catheter, and high pressures. The codes appeared when the balloon was inflated at full volume. The volume was decreased to 30cc and the balloon inflated/deflated, but no improvements were noted on the pressures and no augmented pressures were seen. As a result, the iab was removed and a new iab was used. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the intra-aortic balloon (iab) was inserted into the patient, the pump had error codes stating balloon too large, helium leakage, kinked catheter, and high pressures. The codes appeared when the balloon was inflated at full volume. The volume was decreased to 30cc and the balloon inflated/deflated, but no improvements were noted on the pressures and no augmented pressures were seen. As a result, the iab was removed and a new iab was used. There was no report of patient complications, serious injury or death.